Manufacturer narrative:
Initial testing of the device was conducted at the user facility by the hospira field service engineer on (B)(4) 2013. The pt pendant was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device did not deliver a dose when the pt pendant was pressed. The device was returned to the biomedical engineering department with an unsigned note that stated, "does not give dosage when button is pressed." No tracking info was provided; therefore, specific pt info, device programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device did not deliver a dose when the pt pendant was pressed. Though requested, no add'l info was provided.